Manufacturer narrative:
Device not returned.

Event description:
It was reported that the valve broke and blood leaked. Follow up indicated that the valve broke after the care of the patient by the nurses, there were no patient complications and the part where the catheter turns position is where it broke.